Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2013 and suture was used. While preparing for the surgery, it was noted that the needle was sticking out of the package. This occurred prior to use on the patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and evaluated. The needle is protruding through the overwrap pouch resulting in hole in the overwrap package.